Event description:
The generator would not activate on either min or max during the case. The card was able to finished by flexing and bending the cord with no pt consequence. The footswitch cable is to be returned for analysis.

Manufacturer narrative:
Analysis summary: based upon the inquiry information received, visual and functional examination, it was concluded that the analysis results found the cable was returned without the footswitch. The cable was damaged at amphenol connector strain relief proximity.